Event description:
It was reported that the patient had a history of the leads pulling out of the epidural space. No patient symptoms, treatment, or outcome was reported. Additional information has been requested, but was not available as of the date of this report.